Manufacturer narrative:
The tech replaced the power board to repair the bed.

Event description:
Info received indicates the power board has some corrosion on it due to what appears to be liquid of some kind.